Event description:
Thirty - sixty min after PICC was placed, PICC lumen was found to be cracked and leaking IV fluids. The valve of the white lumen had a v-shaped crack. The catheter was exchanged without complication. Date of use: (B)(6) 2017. Diagnosis or reason for use: hemorrhagic shock.